Event description:
It was reported that the leading haptic on the johnson and johnson (jnj) intraocular lens (iol) ejected prematurely while the surgeon was advancing the plunger into the eye. The surgeon noted that the haptic was not folded in the middle during this event. The capsule tore during insertion and a vitrectomy was performed. A replacement lens was used to complete the procedure. No further information was provided.

Manufacturer narrative:
Section d6a, there is no indication the lens was implanted. Section d6b, there is no indication the lens was implanted. Therefore, it was not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - impact code: 4625 used to capture the vitrectomy. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.